Event description:
It was reported that the patient was experiencing inadequate stimulation coverage due to spinal cord stimulation (scs) lead had migrated. The patient a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6), batch: 7084846, UDI: (B)(4).